Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient developed a lump on her neck and had difficulty swallowing from using the spinalpak assembly. The patient said that she started using the spinalpak stimulator on her cervical spine in the early afternoon. That evening, the patient noticed that the right side of her neck was swollen. The patient went to the emergency room. At the hospital, the patient was informed that she needed a CT scan with contrast. The contrast IV was not put in correctly and the fluid went all over her body. The patient decided that she did not want another IV and left the hospital without treatment. Once the patient got home, she reported that she was having hot and cold sweats. The patient said that she had anxiety and a fever. Early the next morning, the patient woke up with a rash all over her neck. The patient believed that the rash was due to the IV contrast dye. The patient went to see her primary physician and was prescribed a steroid and antibiotic for the rash. The patient has not used the spinalpak since. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: cespace xp implants with titanium coating; nonstructural allograft bone/osteoamp; medical product: biomet invizia plate; therapy date: (B)(6) 2020. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed a lump on her neck and had difficulty swallowing from using the spinalpak assembly. The patient said that she started using the spinalpak stimulator on her cervical spine in the early afternoon. That evening, the patient noticed that the right side of her neck was swollen. The patient went to the emergency room. At the hospital, the patient was informed that she needed a CT scan with contrast. The contrast IV was not put in correctly and the fluid went all over her body. The patient decided that she did not want another IV and left the hospital without treatment. Once the patient got home, she reported that she was having hot and cold sweats. The patient said that she had anxiety and a fever. Early the next morning, the patient woke up with a rash all over her neck. The patient believed that the rash was due to the IV contrast dye. The patient went to see her primary physician and was prescribed a steroid and antibiotic for the rash. The patient has not used the spinalpak since. It was reported that no further information is available.